Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.